Event description:
It was reported that on literature review "effects of intertan and expandable intramedullary nail on the treatment of intertrochanteric fracture", one patient had a distal femoral fracture after an internal fixation surgery with the intertan system. The reported adverse event was caused by a sprain during exercise because the distal anchoring device was not fully installed intraoperatively, resulting in a deviation in locking and leaving a bone hole around the locking nail hole. The nail was replaced with a long intertan, and the fracture healed 3 months after operation. No further information is available.

Manufacturer narrative:
Internal complaint reference: (B)(4). "Effects of intertan and expandable intramedullary nail on the treatment of intertrochanteric fracture". Doi: 10.3969/j.issn.2095-252x.2019.06.014.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that without clinically relevant patient-specific supporting documentation, a thorough medical investigation cannot be performed. The root cause and/or patient outcome beyond that which was documented in the article cannot be confirmed nor concluded. In addition, the images provided in the article have been interpreted within the text; therefore, no further analysis of the images is required. Therefore, no further interpretation of the attached images is required. No further medical assessment is warranted at this time. Should any additional relevant medical information be provided, this case would be re-assessed. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors and/or potential causes that could contribute to the reported event include excessive forces applied to implant and surgical technique. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.